Event description:
It was reported that this pacemaker was explanted due to an advisory/recall. A new device was implanted at the same surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No allegations. It was reported that this device was replaced due to preventive/prophylactic reasons related to the "high battery impedance may initiate safety mode" ingenio advisory. Boston scientific issued several recommendations regarding this advisory included individual patient evaluation, follow up and only to consider replacement when the longevity remaining is less than 4 years for extended life pacemakers and less than 3 years for crt-ps in affected devices after assessing patient's specific physiological factors; as devices in safety mode provide backup pacing under critical circumstances but are not intended to be a substitute for chronic pacing therapy. Prophylactic replacement was not recommended in large scale and replacement is considered within physician's discretion. No evidence of device malfunction. Elective replacements are not considered complaints, therefore this event does not meet complaint criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted due to an advisory/recall. A new device was implanted at the same surgery. At this time there is no evidence suggesting a device malfunction, but a prophylactic device replacement. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. No allegations. It was reported that this device was replaced due to preventive/prophylactic reasons related to the "high battery impedance may initiate safety mode" ingenio advisory. Boston scientific issued several recommendations regarding this advisory included individual patient evaluation, follow up and only to consider replacement when the longevity remaining is less than 4 years for extended life pacemakers and less than 3 years for crt-ps in affected devices after assessing patient's specific physiological factors; as devices in safety mode provide backup pacing under critical circumstances but are not intended to be a substitute for chronic pacing therapy. Prophylactic replacement was not recommended in large scale and replacement is considered within physician's discretion. No evidence of device malfunction. Elective replacements are not considered complaints, therefore this event does not meet complaint criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted due to an advisory/recall. A new device was implanted at the same surgery. At this time there is no evidence suggesting a device malfunction, but a prophylactic device replacement. The pacemaker was returned for analysis. No adverse patient effects were reported.